Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured in a pinhole form at the proximal side of the balloon at 8atm within 10 seconds. The device was removed using the normal method without any problem. The procedure was completed with a different device. There were no complications reported, and the patient was in good condition after the procedure.